Event description:
It was reported that during preparation for a port placement procedure, during the initial flushing procedure of only injection, the health care professional allegedly unable to prime the port body. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port clearvue isp implantable port was return for sample evaluations. Gross, visual, microscopic visual and functional evaluations were performed. Infusion and aspiration were attempted but were unsuccessful. The boston scientific starter guidewire was inserted into the port stem to expose any thrombus/material within the port body. Small resistance was felt on the first attempt when guidewire was entered. An infusion and aspiration were performed and were successful after functional testing. Therefore, the investigation is inconclusive for the reported flushing difficulty issue as even though infusion was successful after some resistance during evaluation but the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, during the initial flushing procedure of only injection, the health care professional allegedly unable to prime the port body. There was no patient contact.